Event description:
Customer reported erroneous high accu tni (troponin I) test result was obtained for one pt sample and discrepant troponin I test results for another pt when using the unicel dxi 800 access immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Erroneous high test results were reported out of the laboratory. Repeat analysis was performed. The test results were within the normal range for one pt, and lower and just above the normal range, for the other pt. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
The primary analysis of the samples was processed through the automation line. There were no events were posted to the event log. Quality control was performed prior to the erroneous results and was within the customer's established ranges. On (B)(4) 2009, the field service engineer cleaned out the sample wash cup. High sensitivity system check and carryover testing passed and met published specs. No hardware issues were noted. As of (B)(4) 2009, there had been no add'l events. Root cause was not determined. This reportable event was identified during a retrospective review conducted between jan 1, 2008 and october 23, 2010 of complaints for add'l reportable events.

Event description:
Customer reported erroneous high accu tni (troponin I) test result was obtained for one pt sample and discrepant troponin I test results for another pt when using the unicel dxi 800 access immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Erroneous high test results were reported out of the laboratory. Repeat analysis was performed. The test results were within the normal range for one pt, and lower and just above the normal range, for the other pt. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
The primary analysis of the samples was processed through the automation line. There were no events were posted to the event log. Quality control was performed prior to the erroneous results and was within the customer's established ranges. On (B)(4) 2009, the field service engineer cleaned out the sample wash cup. High sensitivity system check and carryover testing passed and met published specs. No hardware issues were noted. As of (B)(4) 2009, there had been no add'l events. Root cause was not determined. This reportable event was identified during a retrospective review conducted between jan 1, 2008 and october 23, 2010 of complaints for add'l reportable events.